Manufacturer narrative:
No samples were received for evaluation. Lot history review is not available as the lot number was unknown to the customer. Medex was unable to confirm this issue however, based on info obtained from other similar complaints, medex is continuing to investigate the cause. This issue is being addressed and no additional action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the stopcock plug fell out of the stopcock body. There was no pt injury or treatment associated with this event.